Event description:
It was reported that during a pulsed field ablation (pfa) procedure the farawave pfa catheter was selected for use. The catheter experienced difficulty to irrigate. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: a guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional in any state. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking/stretching of the flush lumen, which likely caused the flushing issue.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - ous catheter was selected for use, irrigation catheter problem during the atrial fibrillation ablation procedure. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.